Manufacturer narrative:
(B)(4). The name of the device provided in the initial report was "obtryx transobturator mid-urethral sling system". However, the lot number provided, 1ml0032503, corresponds to a lynx suprapubic sling system. Therefore, in this report, the upn and device name are that for a lynx suprapubic sling system. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted into the patient on (B)(6), 2010. According to the complainant, on (B)(6), 2010, the patient was first advised that the mesh had eroded through her vaginal wall and urethra. As a result, she suffered from pain. She has trouble urinating, cannot sit or stand for long periods of time, has infections, pelvic pain, and can not engage in sexual relations. She had had surgeries to try to remove the mesh, all of which have been unsuccessful. All other information, including the patient's current condition, is unknown and reportedly unavailable.